Event description:
Event description guidant/crm received information that due to a lead fracture this endotak dsp lead was removed. Coincidentally the sweet tip bipolar lead was also removed from service. Two guidant leads were implanted without issue.